Event description:
It was reported that the patients wound still has not healed. Drainage was also seen. Patient has been referred to neurosurgeon. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR? Code 81 - device evaluation is not necessary because the reported event has been determined to be related to the functionality of the device. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was later reported by the physician that the cause of impaired healing is unknown. Provider also noted that he did not see any drainage. New event date on impaired healing was provided. No other relevant information has been received to date.

Event description:
Additional information received. It was later reported that the patient is set to have their vns removed due to infection. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
The provider did not know the cause of infection. The infection was noted to have been seen around the left chest and left neck where the vns generator and lead are located. It was noted that both the lead and generator were explanted. No other relevant information has been received to date.

Manufacturer narrative:
B5 describe event or problem: follow up 2 report inadvertently did not provide physicians assessment on infection when it was known prior to follow up report submission. Provider also stated that the patients vns was explanted. H6 heath effect - impact code: follow up report 2 inadvertently did not code c1903 when explant was known.